Manufacturer narrative:
There are no samples available for this complaint, only for associated complaints (B)(4). Despite no sample, the complaint is closely enough related to the customer report and the issue is clear, and related to CAPA 12259572. Under CAPA 12259572, the manufacturing team found the root cause for the occlusion to be related to the fluorosilicon lubricant application into the smart site piston. The lubricant was not added correctly. There were several actions taken to address the failure under the CAPA: a quality alert was created under the CAPA on june 18th, 2025 to communicate the smartsite occlusion complaints to mds manufacturing automation. Applicable personnel to all involved shifts were notified. The manufacturing of model 605882-100 was halted, restricting the production plan starting in december 2024. All batches of model 605882-100 were blocked at the tijuana 0780 plant under quality notification qn 200416151 for quality disposal. Available material of model 2203e at distribution centers was reviewed, and a total of two batches (25055090 and 25055890) were confirmed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle free valve had flow issues. The following information was received by the initial reporter with the following: it was reported by customer that the plunger on the syringe would not move at all.